Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and complete the procedure without any patient injury.